Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. It was reported that the patient was shocked during a thunderstorm. There were no other therapy concerns. The patient was instructed to turn therapy off during storms if shocking sensation continued. The patient later reported they wanted the device removed because of the shocking and because she thought her body was rejecting it. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.